Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographic details were not provided. The patient is a child.

Event description:
It was reported that tubing disconnected and leaked at the needleless connector during a fentanyl infusion. There was no patient harm as a result of the event.

Manufacturer narrative:
The customer¿s report that the tubing disconnected and leaked at the needleless connector was not confirmed. Functional testing of priming and infusion testing did not replicate any leaks or disconnections at the connection between the smartsite and extension set or anywhere else throughout the set. The received extension set and smartsite connector¿s female and male luer ports were measured and found to be within iso standards. The root cause of the customer¿s report could not be determined.

Event description:
It was reported that tubing disconnected and leaked at the needleless connector during a fentanyl infusion. There was no patient harm as a result of the event.